Event description:
The customer reported that the system displayed a table error message and the table was jammed. This rendered the system inoperable and the exam had to be completed with another system. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a potentiometer. The system operates as intended.